Event description:
When the gallbladder was being removed from abdomen, the bag ripped. Dr. Used the lap scope to visualize if there were any retained plastic pieces from the bag. None visualized. Afterwards, dr. Visualized bag again and was able to place the ripped portion to the rest of the bag and approximate the edges. No further intervention needed.